Event description:
It was reported that a pt has possibly experienced two fractured tm patellas. The knees were implanted in (B)(6) about a year and a few months ago at the va clinic by an unk surgeon. Current surgeon in (B)(6). The pt is about 6.4 ft and approximately (B)(6). Implants are still implanted in the pt. Pt presented with pain but was unable to identify location of the pain. At the present time the pt being monitored and there are no plans to revise.

Manufacturer narrative:
The identification of the implant (catalog number and lot number) is not available. At the present time, there are no plans to revise the pt. Through the x-rays provided for this investigation, the condition cannot be verified.